Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the pump and the reported event could not conclusively be established through this evaluation. It was reported that the patient was admitted on (B)(6) 2017 for positive blood culture with candida. There was also a vegetation on one of the patient¿s aicd leads. The patient¿s elevated white blood count wbc) prompted the admission. The aicd was removed and the patient was given a 6-week course of micafungin. During the admission, it was reported that the patient's kidney function acutely worsened. It was thought to be secondary to acute interstitial nephritis (ain) and anti-neutrophil cytoplasmic antibodies (anca) vasculitis. The patient ultimately expired on (B)(6) 2019 and was reported in MFR# 2916596-2019-04525. It was communicated that the device operated as expected and the pump was not returned for an evaluation. The hmii lvas IFU lists infection (driveline, pump pocket, and local) and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) at an unknown time. It was reported that the patient was admitted on (B)(6) 2017 due to a positive blood culture with candida and a vegetation on one of the patient¿s implantable cardioverter-defibrillator (aicd) leads. The patient¿s elevated white blood count wbc) prompted admission. The aicd was removed and given a 6-week course of micafungin. During this admission, the patient's kidney function has acutely worsened, thought secondary to acute interstitial nephritis (ain) and anti-neutrophil cytoplasmic antibodies (anca) vasculitis. No additional information was provided.